Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the femoral component. Loosening interface occur at the bone to cement. Cement manufacturer is depuy. Update rec'd 06/13/2017 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was also experiencing pain. Pre-op records indicate an x-ray showed femoral and tibial loosening but according to the sales rep who was present at the revision, the femoral component was what was found to be loose the tibia was not loose. The complaint was updated on: 07/10/2017.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.